Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined.

Event description:
It was reported unable to retrieve carelink transmission into paceart for a patient. Client has the device entered in paceart with the wrong name format, remote follow up was not enabled, and is running gcii, but the device transmission is only supported in gc3 after device update has been run. No patient complications were reported as a result of this event.

Event description:
It was reported unable to retrieve carelink transmission into paceart for a patient. Client has the device entered in paceart with the wrong name format, remote follow up was not enabled, and is running gcii, but the device transmission is only supported in gc3 after device update has been run. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. Correction note: this complaint was inadvertently submitted under the medical device reporting regulations, as the potential for injury is not likely for this type of event.